Manufacturer narrative:
Updated data: h6. Eval code method was added. Product analysis: the device history record and sterility records for the complaint device were reviewed. The device was built to specification and met all inspection and acceptance criteria. One rework was performed; however, the device was acceptable upon final inspection. Thus, no issues were noted that would have impacted this event. No procedural images were submitted to medtronic for review and the valve remained implanted; therefore, no product analysis could be performed. Conclusion: hospital-acquired infections resulting from transcatheter aortic valve (tav) implantation procedures can generally be attributed to several patient- and procedure-related factors rather than device-related factors (1). In this event, the patient had a history of mssa associated with a mohs procedure on the scalp following the implant procedure. This ultimately resulted in septic shock. Six and a half years later, the patient presented to the hospital and underwent a tee, the findings of which were "highly suspicious" for new valve vegetation or thrombus. Prior to the tee findings, the existing non-medtronic permanent pacemaker and leads were extracted and replaced with a medtronic permanent pacemaker reduce the risk of future lead infection. A conclusive root cause of the endocarditis could not be determined from the available information; however, it is likely related to the pre-existing infection. Several factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditi ons, and its presence and rate of formation is largely dependent on patient condition. A conclusive root cause of the reported thrombus (deep vein thrombosis in the upper extremity and potential valve thrombus) could not be determined from the available information. Conduction disturbances are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. It was reported that the patient had pre-existing atrial fibrillation, thus this conduction disturbance is not likely related to the valve or implant procedure. During the hospitalization, which resulted in the tee, the patient presented with multiple symptoms including regurgitation, heart failure, cardiac enzyme elevation, a potential leaflet issue, and effusion. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). Effusion is a known effect that can occur after cardiac procedures due to procedural complications. These symptoms, including the enzyme elevation and leaflet motion observations are all likely the result of the thrombus and/or vegetation observed on the tee. However, a conclusive root cause between the two could not be determined. (1) van der boon, rm; et al. Frequency, determinants and prognostic implications of infectious complications after transcatheter aortic valve implantation. Am j cardiol. 2013 jul 1;112(1):104-10. Doi: 10.1016/j.amjcard.2013.02.061. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unknown period of time following the implant of this transcatheter bioprosthetic valve, the patient underwent a mohs procedure for history of locally invasive squamous cell carcinoma of the scalp which was resected. This was complicated by wound dehiscence and wound infection of the skull with abscess. Approximately six years, four months following valve implant, the patient reported not feeling well, had a poor appetite, and sustained a mechanical fall. The patient presented to the emergency department with an altered mental status and was subsequently admitted to the oncology intensive care unit (ICU). A blood sample was obtained and cultures from the scalp abscess were positive for methicillin-susceptible staphylococcus aureus bacteremia (bacteremia, mssa). The scalp wound dehiscence and infection with abscess were caused by the mssa which led to septic shock. The patient also had acute kidney injury and troponinemia. Medications were initiated which included a sympathomimetic and a vasoconstrictor (both to control various hypotensive states of blood pressure), antibiotics, medications to address hypokalemia and hypomagnesemia, and a nonsteroidal anti-inflammatory drug. It was noted the altered mental status was likely due to encephalopathy in the setting of septic shock; this improved with medications and IV fluids. A workup for distant infection included a transesophageal echocardiogram which was negative for endocarditis. One day after admission, an echocardiogram was performed and showed a well seated transcatheter aortic valve with minimal systolic gradient. Two days after admission, the patient was transferred from the oncology ICU to a general medical unit. Three days after admission, a blood sample was obtained, and cultures were negative for staphylococcus aures. An infectious disease note stated the patient had a positive medical history of atrial fibrillation with a watchmans device. Four days later, the existing non-medtronic permanent pacemaker and leads were extracted due to the infection. On the same day, a medtronic permanent pacemaker was implanted to reduce the risk of future lead infection. A culture was obtained from the extracted pacemaker; seven days after onset, the culture did not yield growth - a gram stain revealed light polymorphonuclear leukocytes with no organisms observed. The patient was discharged with an antibiotic prescribed for a four-week duration via peripherally inserted central catheter line in the right upper extremity. The patient was referred to a rehabilitation facility, but opted to go home with home physical therapy. Since then, the patient developed swelling and a nonblanching rash in the left upper extremity. This was potentially related to the antibiotics. At this time, a deep vein thrombosis was also noted in the left upper extremity in the setting of anticoagulant medication therapy. In addition, the patient developed hematuria and consulted with urology. Approximately six and a half years after valve implant, the patient presented with complaint of acute onset shortness of breath which woke the patient in the middle of the night. En route to the hospital, the patient had one episode of emesis, but otherwise denied abdominal pain, dysuria, and diarrhea. The patient was found to be in acute decompensated heart failure in the context of new severe aortic regurgitation. The patient was referred for a transesophageal echocardiogram (tee) to rule out infectious endocarditis of the bioprosthetic valve. Tee showed mild concentric left ventricle (lv) hypertrophy and an ejection fraction at 55-60%. The right ventricle (rv) was mildly dilated. The bioprosthetic valve was well-seated in the aortic position. A small echodensity with independent motion was noted at the ventricular aspect of the anterior leaflet of the bioprosthetic valve which measured 0.5cm x 0.3cm. The findings were "highly suspicious" for vegetation or thrombus. Moderate-severe central aortic regurgitation was observed; the jet was eccentric and anteriorly directed. The mean aortic gradient was 8 mm hg, but was noted as potentially "underestimated due to suboptimal doppler alignment". Moderate mitral regurgitation and trace pericardial effusion were also noted. Significant mitral annular calcification was observed with res tricted motion of the mitral leaflets. The tee was compared to the tee obtained two months prior and showed the aortic valve vegetation and aortic regurgitation was new.

Manufacturer narrative:
H6. The codes present in section h6. And additional codes correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.